Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was dehydrated, dizzy, was throwing up and had a stomach pain and also pain in the back somedays. The behavior of the cgm screens during this time was not documented. No information about egv, alerts, alarms, or whether the bg was checked. The patient's mom called the emergency line and took her to the hospital. Upon arrival, the patient was unresponsive. They did a fingerstick and it was reading around 550mgdl, while dexcom app and tandem t:slim x2 insulin pump were showing high. The patient as given IV fluids and insulin through IV. Staff at the hospital had to take patient bg value via finger stick every half an hour. It took a little longer for the patient to be okay and to be in a good state, it took 2 days to for them to stay in the hospital. The patient was diagnosed with dka. The event was reportedly reported to tandem. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.